Event description:
It was reported that during device prep, the balloons on 10 fogarty catheters appeared to be dry rotted and falling apart. There was no patient involvement or injury. The catheters came different lot numbers from models 120404fp and 120804fp. This report is for sample 1 from lot 63744071.

Manufacturer narrative:
Our product evaluation lab received one model 120404f embolectomy catheter. The balloon latex appeared deteriorated with multiple cracks and tears evident. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tear, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a defective product was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase.